Manufacturer narrative:
This report is being filed under exemption (B)(4) by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer (B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
Arjohuntleigh was notificed that a resident had fallen off during a transfer with a maxi 500 and had sustained injuries - swollen and bleeding lip. Patient went to ER. No treatment was needed. There were two version provided by a customer staff in regards to the incident: " (1) the tech using the lift said the maxi 500 actuator shot all the way up and the lift tipped over. (2) the tech using the lift stated that the left front leg of the maxi 500 became caught on the rear wheel of the patients wheel chair and tipped over. The maxi 500 legs were fully closed at the time. The tech guided the lift down when it tipped over and the maxi 500 did not hit the floor. The patient did hit the floor when the maxi 500 tipped over but was still in the sling." The device was inspected after the event and it was found scratches on the lift arm, missing one screw for the base cover, hanger bar bent and hanger bar pivot cover cracked. No visable damages found on the sling. At this point the issue has not been duplicate. Currently the investigation is in progress.

Manufacturer narrative:
An investigation was carried out into this complaint. After review of the reportable complaints for maxi 500 and maxi 500 / medi-lifter 4 brand names registered within last 5 years, a limited number of similar cases (tipping of the lift) were found. With the number of sold devices and with comparison to the daily use of them, the trend observed for complaints with this failure mode is considered to be low and stable. On 2017-may-24 arjohuntleigh has become aware of a customer complaint raised by (B)(6). It was claimed by the customer that the maxi 500 passive floor lift tipped over when in usage for resident transfer. In consequence the resident (male) hit the floor and sustained injury to his lip - it was bleeding and swelled. The resident was sent to hospital - no treatment was required. The injury was assessed by arjohuntleigh clinical expert as not serious. In course of the investigation it was tried to establish the most likely root cause of the reported event. Please note that our lift devices fulfill the iso 10535 requirements of being stable with the safe working load weight in the most adverse position. The factors such as the stability inherent to the design of the device and the stability inherent to the condition of the device at the time of use will not be considered as contributing factors to the event either. As required per iso 10535 a stability test has been performed that proves that even on a tilting slope, when lifting 1.25x the safe working load, and in the most adverse position, the maxi 500 does not become unstable. Two scenarios in regards to the incident were presented by the facility staff representative: the maxi 500 mast actuator moved all the way up without any command selected by caregiver and then the lift tipped over. The lift was inspected after the incident by arjohuntleigh representative. The concerns regarding functionality of the mast actuator could not have been duplicated upon the evaluation - the maxi 500 was operating correctly. Following this fact, any failure of the mast actuator can be ruled out. It was found the lift's spreader bar was bent and hanger bar pivot cover cracked, however these failures are not considered to cause or contribute to the lift tipping over. No visible damage on the sling was found; its label was washed out. The left front leg of the maxi 500 became caught on the rear wheel of the patient wheelchair and tipped over. This second hypothesis corresponds to previous related complaint investigations and the arjohuntleigh representative's conclusions. It seems very likely that the maxi 500 was not correctly positioned above the wheelchair without enough caregiver's attention. It appears that the improper use of the device (user error) contributed to the incident. The product instructions for use (IFU) as supplied with each lift includes important information concerning proper and safe use of the lift as following: "always use the handles to manoeuvre the lift." "Warning: never attempt to manoeuvre the lift by pulling on mast, boom, actuator or patient. Doing so could cause incidents resulting in injuries." "Never attempt to push or pull a loaded lift over a floor obstruction which the castors are unable to ride over easily, including steps, door thresholds or moving sidewalk." "Do not push the lift at a speed which exceeds a slow walking pace (3 km/hour or 0.8 meter/second). " "before raising the patient, always make sure the sling is not caught on any obstructions (for instance, the wheelchair, brakes or armrest). Sling catching in such obstructions could result in patient fall." In the labelling of the device there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling. The maxi 500 IFU (rev. 12 from july 2013) contains also the basic information: "the maxi 500 floor lift must always be handled by a trained caregiver, as per instructions herein, who shall attend to the patient during lift operation." Looking at the incident scenario, the device was being used for patient handling when due to a use error it tipped and thereby contributed to the described event and the resulting risk situation. No malfunction of the device that might have contributed to its tipping was detected. Following the investigation conclusion if the corresponding maxi 500 instruction for use provided by the manufacturer had been followed, risk of any incident related to usage of the device could have been avoided.

Event description:
On 2017-may-24 arjohuntleigh has become aware of a customer complaint raised by (B)(6). It was claimed by the customer that the maxi 500 passive floor lift tipped over when in usage for resident transfer. In consequence the resident (male) hit the floor and sustained injury to his lip - it was bleeding and swelled. The resident was sent to hospital - no treatment was required. The injury was sustained by clinical expert as not serious. Two versions in regards to the incident were presented by the facility staff: the maxi 500 mast actuator moved all the way up without any command selected by caregiver and then the lift tipped over. The left front leg of the maxi 500 became caught on the rear wheel of the patient wheel chair and tipped over. A witness of the event (mental health tech.) Guided the lift down when it tipped over and the device did not hit the floor completely.